Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she experienced issues with insulin delivery. She stated that on the day of the call she had used 4 infusion sets and at least 2 reservoirs. She explained that with the first set she was unable to push insulin through during prime, the second and third infusion sets had a bent cannula and she was using the 4th infusion set. Blood glucose at the time of the incident was 391 mg/dl and current value was 394 mg/dl. The customer had not received no delivery alarms. Troubleshooting was not performed. The product will be returned for analysis.